Manufacturer narrative:
Battelle critical care decontamination system (ccds) worker reported a fluid leak from the ccds bioquell unit determined to not be h2o2. The fluid leak was suspected to be from the ccds bioquell unit compressor generating excessive condensate due to high ambient humidity. The ccds worker cleaned up the spill. The unit was returned to service. No report of injury. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
Battelle critical care decontamination system (ccds) worker reported a fluid leak from the ccds bioquell unit determined to not be h2o2. No report of injury.